Event description:
It was reported that removal difficulty and shaft break occurred. The target lesion was located in the non-tortuous and non-calcified left main coronary artery. A 5.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. The balloon was inflated to approximately 12 atm and the stent was implanted without difficulty. During removal and after balloon deflation, resistance was noticed when removing, and the balloon became lodged within the stent. At the second attempt, the stent balloon was successfully pulled into the guide catheter, but the stent delivery shaft fractured and broke apart near the monorail wire exit port within the guide catheter. The detached portion of the device was removed inside the guide catheter from the patient. It was noted that vacuum was applied and held during balloon withdrawal. Physical damage was observed post-procedure, and the balloon was deflated prior to removal. The procedure was completed with the original device. There were no patient complications reported.